Event description:
Patient reported that the aligners have caused them to have a reaction. They cannot eat, breathe, talk, their tongue has swollen and they have sores everywhere. They have contacted their doctor.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.